Manufacturer narrative:
Mitek is, at this point in time, in the info gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Event description:
Our affiliate is reporting to us that during an arthroscopic rotator cuff repair, the surgeon could not get the expressew 1 to deploy the needle. Due to this, the surgery was extended by 60 minutes. Procedure was concluded successfully without further issue or harm to the pt.